Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 374 mg/dl at the time of incident and the current blood glucose of the patient is 178 mg/dl. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the quick release. Customer is able to perform high pressure test and able to passed. The insulin pump will not be returned for analysis.